Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient allegedly developed a pneumothorax. On 11-jul-2020, intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information. The surgeon believes an ion product caused/contributed to the pneumothorax. The surgeon indicated the needle forceps caused the pneumothorax on trans-bronchial biopsy (tbbx) / fine-needle aspiration (fna) due to the location of the lesion of interest. The surgeon suspected the pneumothorax would have also occurred even if another modality was performed such as with transthoracic needle aspiration (ttna). The pneumothorax was identified on a x-ray (fluoroscopy intraoperatively). The pneumothorax was initially small but increased to a large size overtime. It was reported that a chest tube was placed to resolve the pneumothorax and the patient was admitted to the hospital for one day. The patient has been discharged home. The site confirmed that there are fluoro operating room (or) images as well as post-procedure chest x-rays. The surgeon confirmed that the was no allegation that a malfunction of an ion system, instrument, or accessory occurred. On 29-jul-2020, intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: it was confirmed that the chest tube was removed on post-operative day one. No further issues have been reported.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. Per an isi senior failure analysis engineer (fae), as of 08-jul-2022, a system log review could not be performed because the system logs are not available at this time. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax. In addition, the patient was admitted to the hospital for one day and discharged home after the chest tube was removed. The cause of the post-procedure complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.